Event description:
The sales rep was notified by a surgeon that the surgeon had chosen to remove a custom cranial implant that was used for a cranioplasty. The surgeon stated that there was inflammation at the site. The doctor believes the pt's body rejected the custom implant. There is inflammation at the site and the original date of surgery was possibly sometime late last yr, the sales rep is working on finding out this info. The facility put the implant in their tissue freezer.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.